Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. The following info was noted during an article review that during a pci a powersail balloon was used and a dissection occurred. The procedure was abandoned, after an unsuccessful attempt to treat it with a drug eluting stent, the patient was observed over the next two days and discharged uneventfully. No additional event or patient info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection is a potential patient effect of coronary dilatation procedure listed in the powersail IFU. Dissection can be influenced by device size selection, lesion characteristics, or procedural technique. In this case, there were no reports of a problem with the balloon dilatation catheter during the procedure which could have contributed to the dissection. A conclusive root cause for the dissection cannot be determined.